Event description:
A 7-day 5 fu infusor was connected to the pt through a huber needle. Two days later the pt noticed that the infusor was leaking at the needle site. A visiting nurse came to check the infusor and the line. Nurse found that the huber needle device was broken where the needle connects to the tubing at the butterfly end. Nurse inserted a new huber needle and connected the infusor back again.